Event description:
It was reported that during a laparoscopic liver resection procedure, once loaded, the device jaws would not open. The sales rep told the scrub to use the reverse knife switch but they opened a new device. Once the surgery was completed, the scrub did use the reverse knife switch and fired the device. He was then able to open the jaws. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.